Event description:
The pt reportedly experienced sound quality issues and intermittencies. The pt's increase in power requirements doe not allow for use of all his current processors. External equipment was exchanged; however, this did not resolve the issue. Testing of the device revealed normal function. Surgery to explant the pt's device has been scheduled.